Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient' s generator was pushing against the chest skin and causing discomfort. The patient was referred for surgery. No known surgery has occurred to date. No additional relevant information has been received.